Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that remote transmission showed that the implantable cardiac monitor detected pause episodes that were determined to be under sensing of sinus rhythm with premature ventricular contractions (pvcs). There was no ventricular tachycardia. The issue was noted during activity. No changes were made. The patient was stable.